Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. In the initial report, it was stated that the sample was available however; additional information was provided that the sample was discarded. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the ik precision the doctor gained access in the tibial vessel with the needle and then the .021 nitinol wire would not pass through the needle. A .018 cook nitinol starter wire was then opened and passed through the needle with no issue. The patient was stable. The procedure outcome was successful. Additional information was received on (B)(6) 2018: the issue occurred while trying to gain tibial access during a pad (peripheral artery disease) procedure.